Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Customer stated that the insulin pump reset and he had to set the time and date. Customer stated the battery indicator seemed fine. Blood glucose value was high at 400 mg/dl due to the insulin pump turning off. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; customer did not receive a failed battery test alarm. It was advised the battery cap would be replaced.